Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: batteries were picked from universal battery ii devices and used with the colibri system. The charger informed of a full battery charge but some had less or were depleted. The batteries were placed in the universal battery chargers which indicated they were faulty. Some worked in the colibri, but after being placed in the charger again, would not work. A product specialist evaluated the batteries as flawed. The nurses informed of some inconsistency in the charging and self-tests. New batteries were delivered to the customer. The same problem occurred with five. They were self-tested 10 times and had a unanimous result of being flawed. There were no dents or visible wear on either the batteries or the chargers. This is report 19 of 22 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. An additional evaluation was completed: the device was received with no visible damages. The investigation has shown that all batteries have a broken fuse and can therefore not be charged anymore. This damage at the batteries was caused by an electronic defect at the also received colibri hand-piece part 532.001. A fault of the battery charger can be excluded; the device is functional as required and will be returned to the customer. Device was used for treatment, not diagnosis.